Event description:
The customer reported a fluid leak of approximately 5ml from a coulter lh 750 hematology analyzer while running patient samples. The leak was not contained within the instrument and sheath tank error messages were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/16/2015 and found a vacuum leak at the mixing chamber. The fse replaced the line at the mixing chamber, which fixed the leak. He also found scatter preamp low on checkout. He replaced the scatter preamp and set vcs (volume, conductivity, scatter) adjustment which fixed the problem. The repairs were verified per established service procedures. (B)(4).